Event description:
It was reported that this pacemaker recorded a pre-implant code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data has not yet been sent for analysis. Not cleared for implant as of yet. No patient involvement. According to the field representative, data was never sent to analysis after device warmed up. Engineering has not cleared this device for implant.